Event description:
It was reported to boston scientific corp that an ultraflex non-covered tracheobronchial stent was used during an airway stenting procedure to treat bronchial tumors on a male pt (B) (6). According to the complainant, the suture would not release from the catheter resulting in partial deployment of the stent. The device was removed and the procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B) (4) - other (partial deployment). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B) (4).